Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump exposed to water. Fluid was there inside the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.